Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and underweight. A microscopic analysis was performed which identified two striated edge openings, consistent with use of a surgical tool. Based on the device analysis the final assessment is: two striated edge opening on posterior due to surgical damage.

Event description:
The doctor reported rupture of right implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of right implant. The device has been explanted.